Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. System check was performed with tandem technical support and it was discovered occlusion was caused by cracks/damage to cartridge. Customer changed cartridge and successfully resumed insulin delivery. Customer's blood glucose was up to 400 mg/dl.